Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received a vibratory alert due to high pacing lead impedance. T-wave oversensing and exit-block were observed. Lead revision was performed. During the procedure, atrial lead insulation damages were observed. The rv lead measurements were good and therefore remains implanted.